Event description:
During surgery the lens flipped when it exited the cartridge inserter. The posterior capsule tore with vitreous loss. A vitrectomy was performed. The lens was left in the pt's eye. The dr states that the pt is doing fine post-op.